Event description:
It was reported that during preparation for a sacrospinous ligament fixation procedure, two capio slim devices deployed without being actuated and the needle slipped off the device. Another capio slim was used to complete the procedure. There were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-40994 for the first capio slim device for the second capio slim device.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Device code a050502 captures the reportable event of device misfire. Device code a0501 captures the reportable event of dart detachment of device or device component.

Event description:
It was reported that during preparation for a sacrospinous ligament fixation procedure, two capio slim devices deployed without being actuated and the needle slipped off the device. Another capio slim was used to complete the procedure. There were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-40994 for the first capio slim device, and 2124215-2024-41272 for the second capio slim device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a050502 captures the reportable event of device misfire. Device code a0501 captures the reportable event of dart detachment of device or device component. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any damages. During functional inspection, the carrier was able to move in and out after deploying the carrier and the cage was able to catch the suture. Additionally, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported events of device misfire and dart detachment were not confirmed. A conclusion code of no problem detected was assigned to this investigation.